Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing detachment issue with seven sets. The tubing detached from the connector dated between (B)(6) 2025 (B)(6) 2025. This issue led to an increase in blood glucose level for which the patient took treatment with multiple daily injection. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Correction: this MDR is being submitted to correct the submitted brand name under d1, common device name under d2, model number, serial number, primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012052, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012052 was manufactured according to the work instruction (wi) version 121 in the line 08, on 05/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b04479 was manufactured according to the wi version 65 and manufactured in the machine xxxx, on xx-mar-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b01780 was manufactured according to the form version 02 and manufactured in the machine itl03, on 09-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.